Event description:
It was reported that the device was explanted and replaced due to reaching eri (elective replacement interval) and/or "occult defect". No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): battery depletion-normal.